Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood at site issues and a high blood glucose of 430 mg/dl and a low blood glucose of 30 mg/dl. Customer stated that she treated the low blood glucose by eating carbs. Customer stated that she treated the high blood glucose with multiple boluses. Customer reported that either issue resulted in a serious injury or hospitalization. Customer also stated that she had an infusion set that leaked.